Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was being replaced on the day of the report as the patient was "frustrated with her recharging." It was further reported that the patient was recharging more frequently than expected (once a week) and had to hold the antenna in place for the duration of the recharge. It was noted that the patient was sufficiently trained on effective recharging. The reporter noted that all impedances were normal on the day of ins replacement and no malfunctions were seen. It was noted that the patient switched to a non-rechargeable device and the therapy was effective.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).